Manufacturer narrative:
The spectrum pump design requires appropriate back pressure to ensure no more than 0.085ml of fluid is drawn out during the pumping cycle. The appropriate amount of back pressure is present when the pump us operated within its intended use. The intended routes of administration consist of the following clinically acceptable routes: intravenous, arterial, subcutaneous, intrathecal, epidural or irrigation of fluid space (per sigma spectrum operator's manual). If the spectrum pump is pumping into an area of negative back pressure, as would be encountered in the setup described in this complaint, the negative back pressure would draw out more than the expected 0.085ml per cam shaft revolution. This is not a free-flow situation (fluid is not drawn past closed valves). The negative back pressure is simply drawing out a greater portion of the 0.242ml contained within the pumping channel during each rotation of the camshaft than intended. The over infusion is directly related to the negative back pressure which occurred during use. This situation is avoided by operating the sigma spectrum pumps only within the intended use described in the sigma spectrum operator's manual.

Event description:
A spectrum pump was involved in an over-infusion event on (B)(6)2009. The pump was connected between an artificial kidney and a fresenius dialysis machine (model 2008k) on the negative side, delivering approx 40% more normal saline then programmed to deliver. No serial number was provided, as the pump the pump was placed back into service.